Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified; however, during functional inspection, the pump did not pass the activation test. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of pump mechanical issue and cylinder inflation issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis \was performing inconsistently and the device could not be used as intended. The patient requested an alternative device. The pump is hard most of time and the device cylinders will not inflate. Troubleshooting has been performed to no avail. The pump was explanted and replaced. No patient complications were reported.